Event description:
Reported due to inability to remove device from pt. The physician attempted arteriotomy closure with perclose a-t (closer ak) device via the right femoral artery following a left catheter ventriculogram, coronary and graph angiogram diagnostic procedure. Fluoroscopy was used to verify the access site location; the condition of the artery was not reported. It was reported that two devices were used attempting to close the artery. Info regarding the first device is unk. The physician was unable to remove the second device from the pt. The j-wire remained in place in order to maintain arterial access. Direct pressure was held at the site while a surgical consult was requested. The pt was transported to the operating room and underwent an exploration and repair of the right femoral artery. The procedure lasted 54 minutes and was well tolerated. The device was removed and the artery was repaired and hemostasis was achieved. The estimated blood loss was 100cc; the pt was transfused with two units of blood. The pt is without right leg ischemia. The pt was transferred to a telemetry unit and later discharged from the hosp in stable condition in 2004. It is reported that a user facility medwatch will be submitted to the FDA.